Manufacturer narrative:
It was reported the switch remained "on", even when the "off" button was engaged. Examination of the switch confirmed the malfunction, but we were unable to determine the cause. We will continue to investigate this issue with our supplier.

Event description:
It was reported the switch remained "on", even when the "off" button was activated.